Event description:
It was reported that customer saw continuous glucose monitor error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, confirmed error did not appear again, and then successfully started new sensor session, with no additional issues reported.